Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and not detected on bus. A field service engineer inspected the back of the drawer and observed that not all indicator lights were illuminated on the pyxibus module control board, replaced the board and then powered the station back on, logged in as carefusion admin and thoroughly tested the drawer using the hardware test application; all functions operated without issue. The customer also verified drawer functionality, confirmed everything worked properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was off the bus. The customer attempted a reboot from the on screen maintenance menu as well as a full system shutdown and restart; however, the issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.